Event description:
One device was returned for analysis. Investigation found the upstream occlusion (uso) seal was buckling, which indicates seal integrity is compromised and is a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of bubbles downstream occlusion (dso) seal. No event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the upstream occlusion (uso) seal was buckling, which indicates seal integrity is compromised and is a reportable malfunction. The uso seal was replaced, and device passed all testing.